Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the metal cannula, flex cannula were returned with the catheter the wire was not returned. The unit returned presented one section of the suture separated of the catheter, as part of overall visual revision. A visual inspection was performed on the catheter; the suture was received separated in two sections. The metal cannula does not present failures or anomalies. The flexible cannula was inspected and a bent was identified. The catheter working length was not measured since the cannula was received bent. The metal cannula length was measured and is within the specification. The metal cannula was measured at three locations and is within od specifications. The dimensional inspection was not performed for the flexible cannula since it is bent. A mandrel 0.038 inches was inserted through the metal cannula and catheter and these passed properly, without resistance. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported during preparation of an unknown procedure a wire remained attached to the metal cannula. During preparation a flexima drainage catheter¿s wire remained attached to the device¿s metal cannula and could not be separated. The procedure was competed with another same device. No patient complications were reported and the patient¿s status is stable. However returned analysis revealed a broken suture.